Event description:
Additional information received reported that the revision was cancelled; the reporter had no other information. Additional information received reported that the patient had surgery on 2013-(B)(6). The existing catheter was removed and a new catheter was implanted. No specific problem was found, however, since the patient was getting ¿poor relief¿ and the catheter could not be aspirated during an attempted dye study, the decision was made to replace the catheter. The patient was restarted on a lower dose of morphine and monitored overnight. The reporter did not have any additional info on patient condition or how she had responded to the new catheter and dose

Event description:
Additional information was received. It was reported that a revision was scheduled for (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a suspected catheter problem. The patient had experienced poor pain relief since the pump was replaced with less than 50% therapeutic relief. It was stated that the healthcare provider (hcp) had been unable to withdraw from the catheter at the pump replacement procedure that took place in march. Additionally, a dye study was attempted on the day of report, but it was aborted because of an inability to withdraw from the catheter. It was also stated that the residual volumes at the pump refills had been normal. It was indicated that a catheter revision would be scheduled. At the time of report, there was no patient injury. The device system was used to deliver morphine, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID 8709 serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8709 lot# l71600 implanted: 2000 (B)(6); product type catheter product ID 8578 serial# (B)(4), implanted: 2013 (B)(6); product type accessory. (B)(4).